Manufacturer narrative:
Other text: device evaluation: tamper seal intact. Cracked on right plunger case. Force sensor test error is displayed in the event history log. Force sensor test error was found at power up and the force reading is out of the required specs. Force sensor is out of calibration due to normal wear. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a force sensor error alert. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.